Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr became stuck, resulting in vessel occlusion requiring additional intervention. The target lesion was located in the right coronary artery (rca). A 1.75mm rotablator rotalink plus was selected for use. During the procedure, the burr became stuck in the lesion and could not be withdrawn despite multiple attempts, resulting in occlusion of the patient's blood vessel. Due to safety considerations, the burr cut, and an extension catheter was sent from the rear to reach the burr. The burr was then successfully removed and the procedure was completed using a 1.50mm burr. The patient was stable post procedure.